Event description:
It was reported that 134 bd¿ blunt fill needles with filter were found with embedded foreign matter in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "fm (embedded) ×134".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: it was reported there were multiple defects including foreign matter. To aid in the investigation, eight photos were provided for evaluation by our quality team. Three photos show needle assemblies in their packaging blister with black specks in the plastic shield. A device history record review was completed for provided material number 305211, lot number 1301728. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 134 bd¿ blunt fill needles with filter were found with embedded foreign matter in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "fm (¿embedded) ×134."

Manufacturer narrative:
H6: investigation summary: it was reported that there was foreign matter. To aid in the investigation, eight photos were provided for evaluation by our quality team. Five photos show the packaging blister bottom web with damage. Three photos show needle assemblies in their packaging blister with black specks in the plastic shield. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot number 1301728. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.